Event description:
An article about the histological appearance of a chronically stimulated vagus nerve in a pediatric reporter indicated vns therapy moderated a patient's atonic episodes, but the patient experienced "occasional hospitalizations for status epilepticus." The patient passed away due to asphyxiation (reported on medwatch 1644487-2008-02703). The vns therapy system was explanted with "1.5 cm of unstimulated nerve superiorly and inferiorly." The electrodes were dissected from the nerve "revealing grossly normal nerve above and below the stimulator." "Abundant inflammatory cells were present around the stimulated nerve section." "Severe myelin loss and occasional myelin digestion chambers were seen in the nerve fibers. With modified trichrome and luxo fast blue stains, this loss was estimated to be nearly 90%." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article: histological appearance of chronically stimulated vagus nerve in a pediatric patient. Pediatr neurosurg 2001, 35:99-102 2001 r shane tubbs. Et al.